Event description:
It was reported that the patient received inappropriate shocks due to oversensing via reduced amplitudes and noise. Technical services advised some programming options and to get an x-ray. There were no adverse patient effects. The system remains implanted.